Manufacturer narrative:
An event of leaflet tear about 6 years after the valve was implanted and so the valve was explanted was reported. The investigation found that leaflets 2 and 3 were torn. There was a thin layer of pannus on the inflow surface of leaflet 2. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined, however the pannus noted on the inflow surface had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 27mm trifecta gt final package was implanted in a patient. The patient had dyspnea and compressive mid thoracic pain on exertion lasting less than 5 min (on exertion only). Must stop when walking. Amendment of symptoms at rest.there was a rupture of one of the leaflets of the aortic valve 5 years after implantation. On examination it appeared that the aortic valve was well inserted. There was a tear in the right coronary sigmoid along the stent. No sign of infection. On (B)(6) 2023, a complete removal of the 27mm trifecta gt took place, as well as an aortic valve replacement with a 27mm non-abbott device. The patient is stable.